Manufacturer narrative:
The monopolar curved scissor tip cover has not been returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if additional information is received. There was no adverse event since the reported arcing event occurred during the procedure. However, this complaint is being reported because an arcing event occurred while the surgeon was using the mcs tip cover installed on the mcs instrument.

Event description:
It was reported that during a da vinci surgical procedure, arcing was observed from the tip cover accessory that was installed on the monopolar curved scissors (mcs) instrument. Allegedly, energy transferred to the colon. There was no report of any patient harm, adverse outcome or injury.